Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. The battery and non-return valve (nrv) were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm was due to a software issue while failure to complete its internal self-test was due to a faulty/defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. During resmed evaluation, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.